Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging instrument channel and residual liquid that came out from the suction cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and it was confirmed the device reprocessing was performed in accordance to the IFU. The event can be detected/prevented by following the instructions for use section below: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope. ¿1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. ¿inspection of the instrument channel¿. ¿1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end¿. ¿2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve¿. ¿·labeling¿. ¿section 3.5 attaching accessories to the endoscope, and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿. ¿1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. ¿attaching the suction valve¿. ¿1 align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder¿. ¿2 attach the suction valve to the suction cylinder of the endoscope (see figure 3.31 and 3.32). Confirm that the valve fits properly without any bulging of the skirt. Also, confirm that the valve cannot be rotated¿. ¿inspection of the suction function¿. ¿inspection of the suction function¿. ¿1 depress the suction valve and confirm .that water is continuously aspirated into the suction bottle of the suction pump¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found stretched angle wire. Due to wear of angle wire; bending angle in up direction does not meet the standard value. Due to wear of angle wire; the play of up/down knob is out of the standard value. The customer reported issue of "bad angle", angulation malfunction was confirmed. Furthermore, as stated in section b5. Inspection found foreign material/residual liquid coming out of the suction cylinder (s-cylinder). Clogged channel tube was observed foreign. Additionally, the following defects were identified during device inspection: due to a scratch on switch 1 (sw1); water tightness is lost. Adhesive on a-rubber (adhesive connection) has a chip, scope connector scratched, found dirty; due to water leakage. The suction cylinder was scraped with a cleaning brush (handling issue), suction cylinder was found scraped, mouthpiece was found loose (this condition was caused by rotation, stress of the water supply connector when attached to the scope connector). Adhesive around objective lens found peeled off, light guide lens has a crack, c-cover distal end has a scratch, connecting tube found the coating was peeling off, connecting tube has a scratch and has buckling. Follow up communication with the customer informed, that they were aware of the foreign material adhered on the device. Noted, that it was tip of the syringe. Cds precleaning information were provided: device was cleaned, sanitized and disinfected prior to sending the device for repair. Customer confirmed, that the facility does not delay the start of precleaning on the equipment after use. Aspirated the water through the instrument/suction channel. Manual cleaning: customer noted normal, no abnormalities on the accessories used for reprocessing. Confirmed. The endoscope was immersed in the detergent solution. The customer confirmed, that the facility brushes the instrument channel, instrument channel port and suction cylinder. Wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. Noted, no concerns on reprocessing process. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request, reported with an issue of "bad angle", angulation malfunction. No harm was reported. No patient harm, no user injury reported . Device evaluation noted, foreign material/residual liquid coming out of the suction cylinder (s-cylinder), the device channel tube was found clogged, foreign material was observed, to be coming out of the distal end. This report is being submitted, due to the finding of foreign material/residual liquid coming out of the suction cylinder (s-cylinder). Foreign material coming out of the distal end (insufficient cleaning handling problems), identified during device return evaluation .